Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control cable assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The fse confirmed the problem reported by the customer of pre-charge circuit timeout. Function could be restored with re-boot of system. The fse determined the cause of the problem to be a faulty hv cable. The fse replaced the cable and closed the case. The high voltage and control cable is a complex wiring assembly that contains many conductors, including the thick, highly insulated positive and negative cables that carry high voltage from the high voltage tank to the x-ray tube. Only the entire cable is field replaceable. It is not possible to replace only a wire or two in the cable assembly. You can, however, repair or replace broken wires or connectors at either end of the cable. A failure with the hv cable could render those electronics (i.e. Motors, motor control, heat sensor, collimator, x-rays, ii, camera, pre-charge etc.) Non-functioning. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.